Event description:
It was reported that, one week post implant, the right atrial (ra) lead exhibited high thresholds. Also, the right ventricular (rv) lead appeared to be capturing the atrium and a chest x-ray was performed. An rv lead dislodgement was confirmed and a revision was performed on the lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014, (B)(4).